Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) was able to locate two leaks in cart and adjusted fittings to correct leak. The stm completed the pm and then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the cart of the cardiosave intra-aortic balloon pump (iabp) failed the leaks test. There was no patient involvement; thus no adverse event was reported.